Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital due to an episode of syncope. Upon device interrogation, two ineffective shocks, drop in p-wave and fluctuations in r-wave amplitude measurements were noted. Low r-wave measurement and high dft was suspected to be related to disease progression or change in medication. Programming changes were made. Patient's condition was good.